Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to an elevated lactate dehydrogenase (ldh) and right ventricular (rv) failure. The patient¿s inr has been reported to be therapeutic for months prior to this event. The manufacturer¿s technical services representative reported that the log file showed multiple pulsatility index (pi) events over a 22 day period, otherwise was unremarkable for any device or therapy related issues. The clinicians believed that the possible cause of the event was due to rv failure as evidenced by echocardiogram and right heart catheterization findings. The patient was treated with diuretics and dobutamine. The ldh and liver function test levels returned to baseline and the patient was subsequently discharged. Additional information was received that the patient was seen at the clinic for follow up checkup and it was reported that the patient has worsening rv failure. The patient¿s medications were adjusted.

Manufacturer narrative:
A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted system controller log file contained approximately 25 days of data; pi events were also captured throughout the duration of the log file. The pump operated above its low speed limit for the duration of the log file. The pump appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.